Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose. The customer stated that when he woke up it was at 128 mg/dl and later at work it rose to 390 mg/dl. He treated with a bolus; went down to 370 mg/dl, did another bolus and it went down to 365 mg/dl. Current blood glucose level was 317 mg/dl, which he treated with manual injection. The customer experienced thirst and constant urination. Troubleshooting was performed. The drive support cap was recessed, the tubing had no air bubbles and the settings and bolus history were correct. He called back the next day to complete the high pressure test; the insulin pump passed the first test but failed the second with a motor error alarm. The device was returned for analysis.